Event description:
As the respiratory therapist was attempting to draw back blood, blood was noted to be coming from a hole in the tubing. Approximate blood loss noted to be approximately 1-2 ml. The tubing was immediately detached from the patient. Upon inspection, the tubing appeared to have a split next to where it was joined with the hard plastic. The exact lot # is unknown as the packaging was not kept, however the facility does have lot 1091508, 1092502 and 1092386 currently in stock.